Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use bd bactec¿ mgit¿ 960 supplement kit . This is a report of two occurrences. No results were reported out to the clinician or the patient. The following information was provided by the initial reporter: item no. : 245124, lot no. : 1323409, a total of 2 mycobacterium culture additives had quality problems, and crystallizable foreign bodies appeared in the bottle. Due to the high pathogenic and infectious nature of mycobacterium, it was easy to cause pollution, and affected the experimental results and diagnostic effect, so the laboratory attached great importance to it.

Event description:
It was reported that prior to use bd bactec¿ mgit¿ 960 supplement kit . This is a report of two occurrences. No results were reported out to the clinician or the patient. The following information was provided by the initial reporter: item no. : 245124, lot no. : 1323409, a total of 2 mycobacterium culture additives had quality problems, and crystallizable foreign bodies appeared in the bottle. Due to the high pathogenic and infectious nature of mycobacterium, it was easy to cause pollution, and affected the experimental results and diagnostic effect, so the laboratory attached great importance to it.

Manufacturer narrative:
H6 investigation summary : mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Panta batch number 1323409 was provided by the customer. Batch history review for panta batch 1323409 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. Retentions were available for inspection for panta batch 1323409 (10 vials). Two vials were reconstituted with distilled water one vial was placed into 20-25-degree celsius incubation, and one vial was placed in 33-37-degrees celsius incubation. At the end of a seven-day incubation period no microbial growth was observed. Three photos were received to assist with the investigation: ¿ the first photo shows a reconstituted panta vial from batch 1323409. The crimp cap has been removed. ¿ the second photo shows a reconstituted panta vial and there appears to be a fungal contamination inside of the vial. The crimp cap has been removed. ¿ the last photo shows a video of a reconstituted panta vial with possible fungal growth in the vial. No 245124-kit batch number was provided to properly complete an investigation. However, manufacturing records for panta batch 1323409 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no complaints taken on the probable kit batch. No returns were provided for investigation. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed for a defect in a 245124 kit. See h10.